Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing recurring urinary incontinence. The physician believed cuff sizing was the issue with original system. All three components of the device were explanted and replaced. The cuff with size 5.0cm was replaced with 4.5cm cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing recurring urinary incontinence. The physician believed cuff sizing was the issue with original system. All three components of the device were explanted and replaced. The cuff with size 5.0cm was replaced with 4.5cm cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.